Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Additional information has been requested but not yet received. Product was used for therapeutic treatment. Additional information from the importer report: associated mdrs: 1018233-2013 and 1018233-2013-00308.